Event description:
It was reported to boston scientific corporation that a speedand superview super 7 device was used during an band ligation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the bands would not deploy. No damage was noted the the device, or the device packaging. No strings on the unit were seen, when used. Another speedband superview super 7 device was used by the physician to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the device found all seven bands remaining on the ligator head. The suture had pulled free from all seven bands, and the ligator head teeth were damaged. The trip wire was properly cinched in the handle slot, and the suture was intact and tied to the distal end of the trip wire. The trip wire was wound around the handle spool multiple times, and the handle spool rotated freely when turned. Analysis of the returned device determined that the ligator head teeth being damaged allowed the suture to be pulled free from the ligator head without deploying any of the bands. The damage to the teeth may have been caused by an increase in force, while attempting to deploy the bands, possibly due to anatomical/procedural factors encountered; therefore, the most probable root cause of the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedand superview super 7 device was used during an band ligation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the bands would not deploy. No damage was noted the device, or the device packaging. No strings on the unit were seen, when used. Another speedband superview super 7 device was used by the physician to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.